Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer bumped into something while playing and the touch screen became cracked. Customer is unable to interact with the pump due to the damage. Customer's blood glucose was between 300-400 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.

Manufacturer narrative:
Additional information was received stating that due to issues with non tandem backup pump, customer obtained manual injections as a form of backup therapy.